Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 360 and 132 mg/dl. Tests were done with a difference of 82%. Pt did not experience any adverse events. No further info has been reported.